Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted for a 489 mm thoracic aortic dissection. It was reported that approx. 1 year and 10 months post procedure, during patient's follow-up, proximal migration of the stent graft (vnmc3434c223tu) and an endoleak type 1a into false lumen was noted. Moreover, sine (stent graft-induced new entry) at distal edge of stent graft (vnmc3428c207tu) was observed. 2.5 months later, a proximal extension (34x34x100) was implanted to treat the endoleak and distal extension (34x30x150) was placed to cover the observed sine. The events are now resolved. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Product analysis the reported migration, false lumen perfusion and sine were confirmed on the films provided; however, the exact cause of the events could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the false lumen perfusion source/cause. It is possible that disease progression of the dissection over the duration of the implantation of the stent grafts may have contributed to the observed events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.